Manufacturer narrative:
(B)(4). The lot was manufactured between november 11 and november 13, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a fiber in an unspecified location within the device. This was found after the device was filled with ceftazidime and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.